Event description:
Resistance was met with a guide wire while the pixel was being advanced over it, outside the patient. During an attempt to remove the catheter from the guide wire, the soft tip separated from the device. The tip was easily identified and removed from the guide wire. The device was not used in the patient.